Event description:
It was reported that the insulin pump froze. Customer called for a replacement. Customer stated that she was in the rain and the insulin pump froze. The insulin pump has a hairline crack in the case. The blood glucose reading is 152 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.